Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with clear fragments. Visual inspection confirmed the complainant¿s experience of a broken obturator tip. The clear fragments were identified to be from the obturator tip. Based on the condition of the returned unit, it is likely that the reported event was caused by the obturator being more susceptible to fracture.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: the cff33 trocar was inserted into the patient's abdomen and camera was placed through the trocar for abdominal visualization. The trocar was removed and gauze was inserted into the patient's abdomen. The trocar was reinserted into the patient's abdomen, and upon removal of the obturator it was found that the obturator tip was broken. Three pieces were found in total, with 2 pieces located at the patient's abdomen floor and 1 piece at the port site. All pieces were removed from the patient. An x-ray was performed and confirmed that there were no retained foreign bodies. There is no report of patient injury. Additional information received via email on 21dec2021 from user facility: there was no patient injury. The trocar was inserted with alternating clockwise and counterclockwise direction on the initial insertion when inserted through the facia. On reinsertion thru the already open fascial defect, there was no rotation needed as it was just guiding back thru a same hole and not spreading any additional fascia. There was no difficulty in insertion. It was not a robotic case. Product is available for return. Intervention: all pieces were removed from the patient. Patient status: no patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: the cff33 trocar was inserted into the patient's abdomen and camera was placed through the trocar for abdominal visualization. The trocar was removed and gauze was inserted into the patient's abdomen. The trocar was reinserted into the patient's abdomen, and upon removal of the obturator it was found that the obturator tip was broken. Three pieces were found in total, with 2 pieces located at the patient's abdomen floor and 1 piece at the port site. All pieces were removed from the patient. An x-ray was performed and confirmed that there were no retained foreign bodies. There is no report of patient injury. Additional information received via email 21dec2021 from user facility: there was no patient injury. The trocar was inserted with alternating clockwise and counterclockwise direction on the initial insertion when inserted through the facia. On reinsertion thru the already open fascial defect, there was no rotation needed as it was just guiding back thru a same hole and not spreading any additional fascia. There was no difficulty in insertion. It was not a robotic case. Product is available for return. Intervention: all pieces were removed from the patient. Patient status: no patient injury.